Event description:
The patient was having readmissions status post a gastric bypass surgery done at another facility. The patient went to our or for exploratory surgery due to pain and sepsis. A foreign body (fb) was found. We contacted the prior hospital who, believes the fb to be surgicel. We are not sure if this object is surgicel. It was suggested by the hospital that did the original surgery that it might be. We contacted johnson and johnson who are going to analyze the material.